Manufacturer narrative:
Correction is being made to the previously submitted g3 - date received by manufacturer which was not late. The correct date was 12jun2024.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than one (1) year since the subject device was manufactured. Since the subject device was not returned to legal manufacture, the reported event cannot be confirmed neither the condition of the device. Therefore the root cause, neither the cause of occurrence could be determined. However, a follow-up in-service for the staff was offered in order to understand how to properly reprocess the devices. The event can be detected and/or prevented by following the instructions for use which state: "reprocessing manual evis eus ultrasound bronchofibervideoscope olympus bf-uc190f. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an automated endoscope reprocessor." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer. The customer stated that there were no reports of any adverse events (including positive cultures or infections) prior to the in-service related to reprocessing. All reprocessing personnel have been trained on how to properly reprocess an endoscope. The endoscopes are stored hanging in a drying cabinet. All personnel have been trained on the use of equipment, proper reprocessing steps, and transportation and storage.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not cleaning the scopes correctly and that there were several steps being omitted entirely. The staff was observed loading several scopes into one bin and transporting them into the operating room. No patient infections or injuries reported.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. During observation, the ess noted that the radial ultrasound probes are being replaced fairly often, and too early (the staff was loading the probe into the driver while setting up the case prior to the procedure). It was snagged multiple items in the room as they moved the patient into position. It was recommended that they wait to plug it in right before use of the probe to avoid potential damage. During observation of the high level disinfection process from set up to completion, several steps were missed. The staff did not flush the balloon channel with any fluid, and the scopes were not immediately pre-cleaned and sat for a while prior to beginning the process. In the cleaning room, staff submerged the scopes in the sink water while hooking up the leak tester. They were not testing the mu-1 before hooking it up. Also, the staff did not have the wire balloon channel brush bw-400b. The staff informed the ess that they have never used that brush for the ebus scopes. The ess went over the cleaning steps with the tech in the room and offered to provide full in-services for the staff. The facility will reach out to schedule the in-services.